Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power bank with a non-tandem cable. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into a power source with the tandem-provided usb cable and a non-tandem wall adapter. There was no reported adverse impact to the customer's blood glucose level.